Event description:
In this event it is reported that protaper ultimate rotary file slider 25mm broke during use. Reportedly, the file was partially removed and procedure completed. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Customer returned 1x pulrsh25 file that is broken approximately 16mm from the handle. Visually checked under microscope and found no manufacturing marks or defects. Lot number not provided. No unopened product was returned for additional testing. Root cause unknown. Failure mode - broken during use. Root cause - not determined. Conclusion code - indeterminable.